Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, which resolved the issue, and the customer was able to successfully start their sensor session.